Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device did not return to the repair department or investigation site. Therefore, without product analysis and with the lack information, the complaint could not confirm. Additionally, it is important to emphasize that the IFU, soltive¿ laser system, revision ah contains the instructions to pair the wireless footswitch. Also, it states the following: "if wireless footswitch connection issues are encountered, try moving the wireless footswitch closer to the system console. If the relocation of the wireless footswitch fails to resolve the connection issue, try moving the system console and wireless footswitch away from any wlan access points." According to the investigation, since a manufacturing/ labeling defect was not identified, no problems were found related to user technique/ human factors or related to device labeling/ design and the complaint trending limits were not crossed and no investigation components in this investigation suggest escalation is required, it was determined that this complaint does not require further escalation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the tfl laser footswitch- wireless was not able to pair with the laser. There were no reports of patient harm. Related patient identifier: (B)(6).